Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. There was no blank display on the device and no moisture damage on the electronics. The displacement, basic occlusion, occlusion, priming and excessive no delivery tests were all unable to be performed due to button error alarm. The low reservoir alarm anomaly was unable to be verified due to button error alarm. The insulin pump was received with a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and low reservoir alarm. Customer's blood glucose reading was over 400 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised when they pressed the esc button the display screen turned black. Customer then replaced the battery and received a low reservoir alarm. Customer was unable to clear the alarm as a result of keypad anomaly. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer advised they may have pressed the button for longer than 3 minutes as a result of high blood glucose levels and the buttons on the device were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.